Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
The 4.5mm tap broke off in the pedicle of the patient.